Event description:
Laser fiber was being used with the omniguide laser. The laser fiber was placed in a omniguide handpiece and used on the patient. After a short time, noted burning smell and removed fiber from patient. Patient had no unusual burns. Removed fiber from instrument; instrument looked warped/bent/discolored in the last inch. The laser fiber was removed from the laser unit. The hand piece was set aside. The laser unit and switches to tanks were in the appropriate position. Surgeon requested another laser fiber; it was placed in another instrument handpiece. There was no other laser available to switch out the laser unit. The unit was used with a new fiber and there were no complications.